Event description:
Patient reported ongoing pain, deformation, fear and panic attacks. Physician confirms capsular contracture baker grade iii diagnosed by palpation and device rupture and silicone leakage discovered intraoperatively. Device has been explanted and replaced with a non-allergan device. This relates to the left device..

Manufacturer narrative:
Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture: unable to observe as it is a medical event that is not related to the device. Additional observations: red particles on the surface of the shell. It is not possible to determine the lot number or catalog through the photos provided.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii, rupture. Device photo analysis: visual analysis of the photographs identified: capsular contracture: unable to observe as it is a medical event that is not related to the device. Deformation: not observed. Pain: unable to observe as it is a medical event that is not related to the device. Rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Additional observations: red particles on the surface of the shell. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Patient reported left pain, deformation, and "fear and panic attacks" (non device related). Healthcare professional additionally reported left capsular contracture baker grade iii and rupture. The device has been explanted and replaced.

Event description:
Patient reported left pain, deformation, and "fear and panic attacks" (non device related). Healthcare professional additionally reported left capsular contracture baker grade iii and rupture. The device has been explanted and replaced.